Event description:
Neoprobe did not during case. Was not charging and blew a fuse. Pulled from service and internal biomed dept evaluated neoprobe. Findings: verified problem, disassembled, checked battery. Talked to tech support. Trace problem to defective probe cable. Called rep to provide spare probe cable for immediate use.